Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: did the content leak from the device? Yes the liquid dermabond did come out of the broken ampule. Did any part of the device disassemble? Yes the outer layer did break allowing the inner tube to be exposed. Did the ampoule cracks protrude through the device? Yes the inner tube protruded through the outer tube. Was any patient or user consequences? Yes after the inner tube was broken it then protruded through the outer tube allowing the nurse to be cut by the inner tube. Was medical or surgical intervention needed to preclude permanent damage to the patient or the user? No permanent damage was caused. The nurses injuries were treated and has since healed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe the nurses injury and how it was treated? Update to current condition.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2017 and topical skin adhesive was used. When the nurse squeezed the ampoule the ampoule exploded. After the inner tube was broken it then protruded through the outer tube allowing the nurse to be cut by the inner tube. The nurses injuries were treated and has since healed. No permanent damage was caused. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please describe the nurses injury and how it was treated? The injury was a puncture to the finger and they cleaned the puncture wound and covered it with a bandaid. The wound has since healed with no further problems.